Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was missing pixels. Additionally, it was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose value. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified while based on the analysis, the alleged battery issue could not be verified. The information will be used for tracking and trending purposes.